Event description:
It was reported via repair work order that the litter would not reach its lowest position due to no limits being set. It was also reported that the bed exit did not alarm as the load cell cable connections were switched. It was further reported that a patient allegedly fell from the bed. No patient injury was reported and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was alleged there was a patient fall associated with this bed. Qae (B)(6) confirmed with (B)(6) on (B)(6) 2014 that the malfunctions on the bed did not cause the patient fall however there was a delay in notification to the nursing staff that the patient had fallen. No major injuries were reported for this event.

Event description:
It was reported via repair work order that the litter would not reach its lowest position due to no limits being set. It was also reported that the bed exit did not alarm as the load cell cable connections were switched. It was further reported that a patient allegedly fell from the bed. No patient injury was reported and no adverse consequence or clinically relevant delay in treatment was reported.